Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead endured dizzy spells, but had not experienced syncope. The patient was checked and it was determined that a lead safety switch was observed on the ra lead, resulting in unspecified out of range impedance measurements. Noise was unable to be reproduced, however, a few episodes with noise on the ra lead were observed, which led the right ventricular (rv) lead to pace a little faster. One to two beats of noise was oversensed. The patient also reportedly had decreased blood pressure measurements. The patient's physician elected to continue monitoring the lead. To date, no adverse patient effects were reported as a result of this clinical observation.